Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and it was confirmed that the probe was not broken. There were no device abnormalities observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event (broken probe) could not be confirmed. Since no device abnormality was observed, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the thunderbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the thunderbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the thunderbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient.¿ this supplemental report includes a correction to d4 from the initial medwatch. An update has been made to h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a laparoscopic procedure, thunderbeat device broke into the patient after 3 minutes of use. The fallen device was retrieved from the patient. No patient injury was reported. The procedure was completed. No hospitalization was required. The customer did not reveal additional procedural details when requested. No reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the facility registration number to brooklyn park in sections d3, g1b